Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and reported that he received a blood glucose result over 600 mg/dlon his aviva combo system. The patient was transported to the hospital by his boyfriend. At the hospital the patient's blood glucose was over 600 mg/dl and he was treated with insulin injections. The patient was hospitalized for 2 days. The patient's blood glucose returned to 130 mg/dl by the time he was released from the hospital. The infusion device was requested to be returned for product evaluation.